Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no image issue was due to faulty printed circuit board. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition lcd monitor would not power on. The issue was found during preparation for use in an unknown diagnostic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial evaluation with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "device does not start" occurred due to a faulty (g2 circuit board) printed circuit board. The root cause of the phenomenon could not be identified. Additionally, it is likely the phenomenon "image is not displayed" occurred due to a faulty (s board) printed circuit board and (qb board) circuit board/printed circuit board. However, the root cause of the phenomenon could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation: cracked rear cover, external lamp chipped bezel, and burned smell. Olympus will continue to monitor field performance for this device.